Manufacturer narrative:
The customer reported that the battery latch would not properly retain the battery within the unit. Troubleshooting of the AED with the customer confirmed the reported issue. Further troubleshooting determined the AED had been dropped from a significant distance resulting in the latch sustaining damage. The customer was advised to remove the unit from service.

Event description:
A customer reported their battery pack will not stay latched in their AED after the AED was dropped. The customer did not report this occurring during patient use.